Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated they hadn't checked their ins status in 6 months to a year, but when they went to check it they saw a power on reset (por) message on their patient programmer. No patient symptoms were reported. They were redirected to their healthcare provider. No further complications were reported or anticipated.